Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that insertion started on (B)(6) 2024, and event occurred at 20:00 on (B)(6) of the same year. The left forearm was placed in place for chemotherapy, the occlusion alarm sounded, the nurse checked the insertion site, and there was no obvious bending. During an attempt to perform an encasement, chemical leaked from the blue line. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 57cm and 58cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). No occlusions were observed during evaluation. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that insertion started on (B)(6) 2024, and event occurred at 20:00 on (B)(6) of the same year. The left forearm was placed in place for chemotherapy, the occlusion alarm sounded, the nurse checked the insertion site, and there was no obvious bending. During an attempt to perform an encasement, chemical leaked from the blue line. There was no reported patient injury. No other information was provided.